Manufacturer narrative:
Pending evaluation.

Event description:
As reported, a patient's spouse called in and notified of husband's hip replacement failure occurring on (B)(6) 2019 and the patient had surgery on (B)(6) 2019. Reason not reported. The initial implant was noted to be on (B)(6) 2011.

Event description:
Approximately 12 yrs postop initial left hip implant, while this (B)(6) year old male patient was walking through a parking lot and the patient fell ¿for a unknown reason¿. He thought he must have dislocated his left hip. Upon exam at hospital , it was discovered the stem had broken into 3 pieces, causing the fall. ¿it sheared off flusj at the top of the femur. Patient was revised and femur was opened to recover the pieces of the stem and then ¿clamped¿ back.¿ according to patient, the surgery lasted for 4 hours. The patient was in outpatient rehab for 6 weeks. The cup was left in place and the head and a longer stem were replaced.

Manufacturer narrative:
The evaluation noted that the revision reported in case-(B)(4) was likely the result of fracture of the femoral stem. This may have been due to fatigue crack propagation. However, this cannot be confirmed because the component was not returned for evaluation. Concomitant devices: (cn: 130-36-54, sn: (B)(4)) - nv gxl linr, ntrl, 36mm ID, group 4 cups. (Cn: unk, sn: unk) head. Initial reporter updated to surgeon.